Event description:
The sales rep reported that the valve was defective and would not reprogram. This particular hospital always conducts an x-ray to confirm setting if vpv will not confirm.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the product was 82-3844 and not 82-3834 as previously reported. The valve was tested for programming and failed the test. An occlusion was also noted. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.